Event description:
A falsely depressed troponin result was obtained on the dimension rxl analyzer. The result obtained was 0.01 ng/ml. The result was repeated on the same sample due to an elevated ckmb result of 91.9 ng/ml. The repeated results were 13.41 ng/ml and 13.83 ng/ml. There was no adverse health effects due to the erroneous result being reported to the physician. Patient treatment was not prescribed or altered. Analysis of instrument data indicates contamination from the r1 probe and drain.